Event description:
I have a medtronic ICD pacemaker. About 3 years ago I went hiking and the ICD shocked me 38 times in 30 minutes. I've just now been told by my doctor the device was faulty for delivering that many shocks. It almost killed me. I had a medtronic concerto implanted in 2009 and was replaced after the incident. Not sure if anyone has had this happen before. I'm having my ICD part shut off due to the fact I would rather die in peace than be defibrillated to death. I have the feeling someone is hiding something. My old doctor never said anything about a faulty ICD. I have the old faulty defibrillator that should be able to be interrogated.